Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn was hanging blood products and assured that the connection was tight between the luer-lock and the needleless connector. The rn discovered a leak at the connection to the patient¿s vascular access device. Upon assessment, it was determined that the leak occurred from the needleless connector, not the tubing set. There was no report of patient harm.

Manufacturer narrative:
Additional information provided.

Event description:
The customer reported that the rn was hanging blood products and assured that the connection was tight between the luer-lock and the maxzero . The rn discovered a leak at the connection to the patient¿s vascular access device. Upon assessment, it was determined that the leak occurred from the maxzero, not the tubing set. There was no patient harm.